Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported poor coupling has gotten worst. Patient reported they were offered a different antenna but didn't think it would work. Patient issue has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated they had not been wearing their device that much because the charge was not lasting on the ins. If patient fully charged the ins and did not use it for a week, the charge went down to a half. The patient said it took over 4 hrs to fully charge. Even if recharger was over the ins, the patient got only 1-2 coupling bars. The patient said they used sticky pads but sometimes they did not stick as good as they should and if patient sat a certain way the bars went from 8 bars to no bars. The patient also tried antenna dial and ensured recharger was over the ins. Once patient got 8 bars, sometimes the patient had to hold the antenna because it is very sensitive. The patient said the charging issues started almost right away after implanted. The patient mentioned they talked to a manufacturer representative (rep) about it and the rep said patient was not using the therapy all the time and did some reprogramming and set the stimulation to go off when patient laid down or sat because it only bothers patient when they walk or stand up. But even after reprogramming, the patient continued having charging issues. The patient said even if ins was off for a week the charge went down from 100% to 3 quarters and one quarter took probably 2 hrs to charge. Offered to try a new antenna. The patient declined. The patient was told by healthcare provider (hcp) or rep that there is a new device and patient wonders if we have a different recharger type. Reviewed, redirected to hcp.